Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer treated for their low blood glucose with food. Customer was using the insulin pump system within 48 hours of reported event. Customer stated that auto mode feature was active at the time of event. Customer stated that sensor failed early and it was not accepting calibration. The insulin pump will not be returned for analysis.